Event description:
A 79-year-old male patient with a history of colorectal cancer with metastases to the liver received histotripsy treatment on (B)(6) 2025. The patient has a past medical history significant for chronic renal insufficiency (egfr 36), diabetes mellitus (on insulin and trulicity), hyperlipidemia, and hypertension as well as chronic hepatitis b, and imaging noted congenital atrophy of the left liver with rudimentary left portal venous structures. Histotripsy treatment was successfully delivered to a single lesion in segment 5/8. The planned treatment volume (ptv) was 33.5cm3. No device malfunctions or other noteworthy events occurred during the case. On (B)(6), the patient was evaluated in the emergency department and admitted for abdominal pain. Imaging showed a small right abdominal wall hematoma and revealed a 7 mm segment 5 hepatic artery pseudoaneurysm. On (B)(6), the patient underwent successful angiographic embolization of the pseudoaneurysm. As of this report, the patient has recovered and no other downstream clinical sequalae have been reported.

Manufacturer narrative:
No device malfunction was reported.